Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the distal circumflex coronary artery with mild calcification. During the procedure the tip of the versaturn guide wire separated during withdrawal of the device. There was resistance with the guiding catheter during removal. After many attempts, the separated portion was withdrawn from the anatomy by slowly extending the guiding catheter with a guide catheter extension. There were no adverse patient effects and there was no clinically significant delay in the procedure. A new non-abbott guide wire and guiding catheter were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire encountered resistance with a guide catheter, during withdrawal, resulting in stretched coils and a separation. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it is possible that manipulation of the guide wire, when resistance was met, contributed to the reported stretched coils and material separation. The separated portion of the wire was successfully removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.